Event description:
This case was initially received via regulatory authority (B)(6) on 03-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("haemorrhage") in a female patient who had essure (batch no. D46959) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("bleeding outside menstrual periods"), temperature intolerance ("sensitivity to the cold +++"), fatigue ("fatigue ++"), visual impairment ("visual disorder"), disturbance in attention ("concentration disorder"), dizziness ("dizziness"), malaise ("malaise"), aphthous ulcer ("aphta"), glossitis ("tongue irritation +++"), pain in jaw ("pain in jaw"), toothache ("dental pain") and libido disorder ("libido disorder"). On an unknown date, the patient experienced endometriosis ("endometriosis of the fallopian tubes") and uterine polyp ("uterine polyps"). The patient was treated with surgery (conservative total hysterectomy and bilateral salpingectomy were performed). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, metrorrhagia, temperature intolerance, fatigue, visual impairment, disturbance in attention, dizziness, malaise, aphthous ulcer, glossitis, pain in jaw, toothache, libido disorder and uterine polyp outcome was unknown and the endometriosis had not resolved. The reporter provided no causality assessment for abdominal pain, aphthous ulcer, disturbance in attention, dizziness, endometriosis, fatigue, genital haemorrhage, glossitis, libido disorder, malaise, metrorrhagia, pain in jaw, temperature intolerance, toothache, uterine polyp and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-may-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2165 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1806218) on 03-may-2018. The most recent information was received on 28-may-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("haemorrhage") in a female patient who had essure (batch no. D46959) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In april 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), metrorrhagia ("bleeding outside menstrual periods"), temperature intolerance ("sensitivity to the cold +++"), fatigue ("fatigue ++"), visual impairment ("visual disorder"), disturbance in attention ("concentration disorder"), dizziness ("dizziness"), malaise ("malaise"), aphthous ulcer ("aphta"), glossitis ("tongue irritation +++"), pain in jaw ("pain in jaw"), toothache ("dental pain") and libido disorder ("libido disorder"). On an unknown date, the patient experienced endometriosis ("endometriosis of the fallopian tubes") and uterine polyp ("uterine polyps"). The patient was treated with surgery (conservative total hysterectomy and bilateral salpingectomy were performed). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, metrorrhagia, temperature intolerance, fatigue, visual impairment, disturbance in attention, dizziness, malaise, aphthous ulcer, glossitis, pain in jaw, toothache, libido disorder and uterine polyp outcome was unknown and the endometriosis had not resolved. The reporter provided no causality assessment for abdominal pain, aphthous ulcer, disturbance in attention, dizziness, endometriosis, fatigue, genital haemorrhage, glossitis, libido disorder, malaise, metrorrhagia, pain in jaw, temperature intolerance, toothache, uterine polyp and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 28-may-2018 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 2.243 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-may-2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.